Event description:
It was reported that during the removal of the catheter the patient experienced tamponade complicated by acute circulatory failure with a favorable outcome after cardiac massage. Patient was transferred to a cardiology hospital

Manufacturer narrative:
The sample was not returned. A manufacturing review was conducted and there was nothing found to indicate that there was manufacturing related cause for this event. The finished product met all specifications prior to being released for general distribution.(B)(4).